Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.00/4.0/090 (sphere/cylinder/axis) into the patient's right eye (od). Reportedly "during surgery, lens (B)(6) was torn then removed and backup lens (B)(6)was implanted successfully with no patient harm". The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters and the problem was resolved. If additional information is received a supplemental medwatch report will be submitted.